Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button required multiple hard presses to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1. Date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, all keypad buttons were found to respond appropriately and were functional. The down arrow button's unresponsiveness was not confirmed or duplicated during testing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.